Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified associated monarch cartridge and viscoelastic were indicated. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that, following intraocular lens (iol) implant procedure, the patient was having blurry vision and could only be refracted to 20/30 - 20/40 range. Patient is amblyopic. The lens was exchanged in a secondary procedure. Additional information was requested.